Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the wash 1 lid and valve and the reservoir connector and performed a total service visit. The cse calibrated tni-ultra assay and ran quality controls, which were acceptable. The instrument data was reviewed and it was discovered that the quality controls were imprecise on the day discordant results were obtained and the customer continued to process the patient samples. The cause of the discordant results being reported out was related to the user error. The cause of the discordant tni-ultra results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant cardiac troponin I (tni-ultra) results were obtained on multiple patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. Patients with elevated troponin results were administered heparin, but the customer could only confirm that one patient was given unnecessary treatment due to the discordant result obtained on their sample. The patient was treated with heparin, a statin and aspirin. The sample was repeated and resulted lower. The corrected result was reported to the physician(s). It is unknown if the other patient samples were repeated. There are no reports of patient intervention or adverse health consequences due to the discordant tni-ultra results.